Event description:
Reporter claims the chair took off without end user touching the joystick. The chair went into the intersection. Another time joystick was not touched and the chair went into the wall. No injuries were reported either time.